Event description:
Reporter alleged the lot number on the test strip vial that is used with the blood glucose monitoring system is illegible. Reporter stated no actions were taken and no treatment was received as a result of the alleged incident. A request was made for the return of the suspect device and replacement product was sent.